Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received, because of the broken tips. Visual inspection showed that the plastic tip fractured on both jaws. The broken pieces were not received. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; the plastic tips fractured on the jaws. The additional findings did not contribute to the reported condition. The investigation showed that the plastic tips were broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The investigation identified the root cause of the reported event to be user.

Event description:
According to the reporter, during a procedure for upper gum cancer in the oral and maxilla-facial surgery department, while using the instrument, a re-grasp alarm was heard many times. It was described in the error message displayed on generator that the tissue was too thin. Afterwards, when the doctor approached a blood vessel rich in blood flow, despite the end tone was heard, the device was not performing sealing and the blood vessel ruptured. Oozing bleeding was noted. The bleeding was stopped immediately with the device using its coagulation mode and a transfusion was unnecessary. There was no patient injury.